Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of esophagojejunostomy in total gastrectomy , they used powered stapling handle. It was functional anastomosis. The surgeon fired the device till the distal end then waited for 2 seconds and opened the jaws, however he found the knife was stopped on the halfway and the staples of the distal were u-formed. Surgeon states tissue was not thick nor that there was no bleeding at the site. No injury.